Manufacturer narrative:
(B)(4).

Event description:
This event occurred in (B)(6). The protege everflex self-expanding peripheral stent system was received for evaluation. The customer experience of the protege everflex self-expanding peripheral stent system not deploying when placed at the targeted vessel anatomy could not be confirmed. The returned device exhibited no abnormality or deformity. The returned device performed as intended. It was noted that the event happened after the use by date of the device.